Manufacturer narrative:
Review of programming history.

Event description:
On (B)(6) 2013, a physician's office reported that this vns patient was deceased. Per the physician's office, the patient's mother reported that the patient 'just passed' but that the death was not related to vns. Attempts for additional information from the physician were unsuccessful. Attempts for product return were unsuccessful as the funeral home did not know what happened to the device. Per the patient's death certificate, the patient's date of death was (B)(6) 2012. The immediate cause of death is undetermined natural causes, seizures, and congenital chromosome abnormality. No autopsy was performed. An in-house sudep evaluation showed that the patient's death was not sudep. Programming history is available for (B)(6) 2012.

Event description:
Further follow-up revealed that the physician reported that the patient's death was indicated as sudep. The physician indicated that the patient's death was not related to vns. The physician did not provide any additional information.